Manufacturer narrative:
Information regarding the previously unreported stroke was requested but was not provided. It was unknown when the stroke occurred (i.e. Before or after implant). (B)(4). Approximate age of device ¿ 7 months. The pump remains implanted but was turned off and is no longer supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the hospital with persistent low flow alarms and decreased pump powers. The patient remained stable during the event. The patient's lactate dehydrogenase (ldh) level at the time of the event was 247 u/l and the plasma free hemoglobin was 9.0 mg/dl. The system controller log file was reviewed and a string of low flow hazard events was noted throughout the length of the log file. The system controller was exchanged. On (B)(6) 2015, the patient had dialysis and the low flow alarms returned. The patient's ldh was elevated at 458 u/l. The patient's mean arterial pressure was 80 mmhg. A cardiac catheterization found the right heart was fine; the pulmonary artery wedge pressure was fine and the cardiac index was 2.1 l/min/m2. An echocardiogram showed an ejection fraction of 10%, and the aortic valve opened with each heart beat. When the pump speed was increased to 9400 rpm, changes in the size of the left ventricle were noted. When the pump speed was increased to 10000 rpm the low flow alarms stopped. The patient was started on a milrinone infusion as prophylaxis. The patient was also administered IV fluids and started on an integrilin infusion, which was later changed to heparin reportedly due to a past, previously unreported, large stroke. A repeat echocardiogram on (B)(6) 2015 showed no change in the left ventricle size at a speed of 10000 rpm and the aortic valve opened with each heart beat. The inflow cannula was without evidence of turbulent flow or obstruction. The patient is reportedly not a candidate for a pump exchange or any reoperation due to unspecified comorbidities. On (B)(6) 2015, it was reported that the patient continued to have low flow alarms. The pump speed had been reduced to 6000 rpm. The patient was clinically stable and asymptomatic. The patient's ldh remained unchanged from earlier in the week and the aortic valve continued to open 1:1 at a speed up to 11,000 rpm. A decision was made to discontinue vad support, and the patient's pump was turned off. On (B)(6) 2015, it was reported that the patient is alive and well, and the hospital staff is looking for long term placement.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted and remains in the patient and turned off. A correlation between the decrease in estimated flow and the pump could not be conclusively determined. The log file contained approximately 4 hours of data, which captured intermittent low flow hazards where the estimated flow was captured as 2.4 lpm. A specific cause for the low flow hazards could not be conclusively determined through the log file evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.